Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. The capsule fell off in the back of the throat when the device was removed from the pt. No serious injury to the pt was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.